Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a migration reported to stimwave on (B)(6) 2018, by stimwave territory manager. Following a successful trial stimulator implant with no complications and adequate pain relief, the patient had a permanent procedure performed on (B)(6) 2018. A stimq stimulator (stq4-rcv-a0) and stimq spare lead (stq4-spr-b0) were implanted in the patient's upper back region to treat chronic shoulder pain. No complications occurred during the procedure, and the patient received pain relief comparable to that of the trial. The territory manager reported that at the permanent procedure, the clinician elected to trim the stimulator and spare lead prior to anchoring the devices before anchoring, which is out of order from the receiver instructions for use. On (B)(6) 2018, the territory manager visited the patient for a reprogramming session to address a decrease in pain relief reported by the patient. The patient's wife stated that she previously noticed the bottom left incision was red with a small raised bump, so she covered the site with a steri-strip. The patient's wife removed the steri-strip during the reprogramming session, at which point the incision began to open, and the territory manager observed that the stimulator was beginning to protrude from the incision site. The territory manager immediately notified the implanting clinician who instructed the patient to clean the area, apply neosporin, and cover the exposed stimulator with a dressing to prevent further movement, prescribed an antibiotic (type, dosage, duration unknown) to prevent infection and instructed the patient to get an x-ray. On (B)(6) 2018, the territory manager, along with the vp of client services, visited the patient's home and verified to device functionality to specification. Following additional reprogramming, the patient confirmed that the device was providing pain relief. On (B)(6) 2018, the patient had an x-ray taken and reported that any soreness he experienced in the morning would subside by the evening. The patient followed-up with the implanting clinician to review the x-ray on (B)(6) 2018 where it was confirmed both stimulators had migrated caudally (stq4-rcv-a0 approximately 1 inch, and stq4-spr-b0 less than 1 inch). The patient expressed disinterest in device explant the stimulators at that time; therefore, the clinician trimmed the exposed portion of the stimulator, dressed the wound site, and provided the patient with additional instructions for maintaining cleanliness and infection prevention. From (B)(6) 2018 to (B)(6) 2018, the territory manager visited with the patient for reprogramming; however, the patient began expressing discomfort at the implant location, not associated with his pain indication. On (B)(6) 2018, the patient attended an appointment with the implanting clinician. Because the clinician was unable to explant the stimulators in-office, the patient was scheduled for device explant at the surgery center where the implant procedure was performed. At an imaging appointment at the surgery center on (B)(6) 2018, the patient and implanting clinician determined that the stq4-spr-b0 would remain implanted as the migration was not severe and the device was providing significant pain relief, and the stq4-rcv-a0 would be explanted to relieve the discomfort the patient had been experiencing due to the migration. While the patient did not present with signs or symptoms of infection, the area was tested, as a precaution. The results of this test are unknown by stimwave. The patient agreed to a revision procedure in (B)(6) 2019. The territory manager maintained continuous contact with the patient starting the day she was made aware of the issue. Immediately following notification, stimwave quality, stimwave management, and the territory manager reviewed the implanting clinician's procedure compared to the receiver instructions for use. The territory manager stated that the implanting clinician did not comply with the product instructions for use with respect to securing the stimulator and anchoring the receiver before trimming the device. Per the territory manager, the implanting clinician did not implant the stimulator deep enough under the skin. The procedure for securing the stimulator instructs clinicians to ensure the stimulator is sutured to the tissue (05-0669-2, page 24, k171366), and for fixating the receiver, physicians may need to cut down in order to find a suitable tissue structure for anchoring (05-0669-2, page 26, k171366). It is possible that clinician did not cut down deep enough to bury the receiver and spare lead in order to mitigate migration. It is equally likely that clinician's suture knot failed. The IFU states that each device should be secured and fixated before trimming the device. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician would have followed the IFU, securing the stimulator and anchoring the receiver before trimming the device, this kind of adverse event is less likely to occur. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU, and potentially insufficient suturing technique. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave was in constant contact with the territory manager from (B)(6) 2018 onward regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to mitigate migration, and the product did not fail to meet performance and safety specifications. The source of the issue is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU, and insufficient suturing technique. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as migration can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event.

Event description:
On (B)(6) 2018, the territory manager visited the patient for a reprogramming session to address a decrease in pain relief reported by the patient. The patient's wife stated that she previously noticed the bottom left incision was red with a small raised bump, so she covered the site with a steri-strip. The patient's wife removed the steri-strip during the reprogramming session, at which point the incision began to open, and the territory manager observed that the stimulator was beginning to protrude from the incision site. The territory manager immediately notified the implanting clinician who instructed the patient to clean the area, apply neosporin, and cover the exposed stimulator with a dressing to prevent further movement, prescribed an antibiotic (type, dosage, duration unknown) to prevent infection and instructed the patient to get an x-ray. On (B)(6) 2018, the patient had an x-ray taken and reported that any soreness he experienced in the morning would subside by the evening. The patient followed-up with the implanting clinician to review the x-ray on (B)(6) 2018 where it was confirmed both stimulators had migrated caudally (stq4-rcv-a0 approximately 1 inch, and stq4-spr-b0 less than 1 inch). The patient expressed disinterest in device explant the stimulators at that time; therefore, the clinician trimmed the exposed portion of the stimulator, dressed the wound site, and provided the patient with additional instructions for maintaining cleanliness and infection prevention. From (B)(6) 2018 to (B)(6) 2018, the territory manager visited with the patient for reprogramming; however, the patient began expressing discomfort at the implant location, not associated with his pain indication. On (B)(6) 2018, the patient attended an appointment with the implanting clinician. Because the clinician was unable to explant the stimulators in-office, the patient was scheduled for device explant at the surgery center where the implant procedure was performed. At an imaging appointment at the surgery center on (B)(6) 2018, the patient and implanting clinician determined that the stq4-spr-b0 would remain implanted as the migration was not severe and the device was providing significant pain relief, and the stq4-rcv-a0 would be explanted to relieve the discomfort the patient had been experiencing due to the migration. While the patient did not present with signs or symptoms of infection, the area was tested, as a precaution. The results of this test are unknown by stimwave. The patient agreed to a revision procedure in (B)(6) 2019.